Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported that the proximal femur was reduced with traction but the trial head slid off the end of the femur. The femoral head could be felt by the finger tip but could not be retrieved by either finger or a curved clip. Further attempts to grip the implant just resulted in it moving further away along the psoas muscle. Left hip.

Manufacturer narrative:
An event regarding assembly issue involving a 32mm +4mm v40 trial head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: clinical consultant concluded, "trial femoral heads are not securely attached to the femoral trunnion and in tight reductions with poor exposure and/or obese patients it is possible to disassociate the head and have difficulty retrieving it. This is true in virtually all hip arthroplasty components and does not represent a failure of design, manufacturing or materials as a cause of this event.". Conclusions: the investigation concluded that "trial femoral heads are not securely attached to the femoral trunnion and in tight reductions with poor exposure and/or obese patients it is possible to disassociate the head and have difficulty retrieving it. This is true in virtually all hip arthroplasty components and does not represent a failure of design, manufacturing or materials as a cause of this event." If devices and/or additional information become available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
The customer reported that the proximal femur was reduced with traction but the trial head slid off the end of the femur. The femoral head could be felt by the finger tip but could not be retrieved by either finger or a curved clip. Further attempts to grip the implant just resulted in it moving further away along the psoas muscle. Left hip.